Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. Visual inspection revealed no obvious anomalies. Inspection under magnification showed small holes in the tubing consistent with an attempt to extract medication by puncturing the tubing and collecting the fluid. Functional testing confirmed leaking from the holes. The root cause of the leak is multiple small holes throughout the tubing. The root cause of the holes is a sharp object such as a needle puncturing the tubing in multiple spots.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a pump was infusing pain medication post operatively at 0.5 ml every 10 minutes, the tubing leaked. The 2nd line leaked as well, however, the patient had immediate pain relief once the 3rd tubing was attached. There was no lasting harm.